Event description:
The site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +12.0d) was explanted due to patient dissatisfaction. An iol of a different brand was implanted as replacement. Rxsight's first awareness of this event was on 11/21/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The explanted lal was discarded by the site. No physical examination was possible. Manufacturer reference #: (B)(4).